Event description:
We had two malfunctions of the same lot number for harmonic shears during the same or procedure. The surgeon had to switch over to a different device to complete the procedure. The harmonic 1100 shears failed to seal and a "faulty equipment" error message was displayed.